Manufacturer narrative:
The product has been received and investigated. During the trend analysis, no adverse trend was identified. The quality records indicated that this component met all requirements to perform as intended. The product was packaged according to specification. According to the received complaint documentation, the mentioned zimmer product was combined with a competitor product. Our conclusion is that based on the given info and the results of the investigation, we could identify a root cause for this issue. The root cause is off-label use. Zimmer does not recommend combining its implants with implants from other manufacturers. Stated in the zimmer instruction for use, the combination of implants in this may result in a construct which falls outside of the regulatory approvals for the devices, consequence of which is that, in such cases, responsibility and liability for clinical outcomes will not rest with zimmer. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. Zimmer reference number (B)(4).

Event description:
It was reported that the pt was implanted with a protasul s- 30 head s 28 (exact date not provided). The femoral head had no mobility in the mobile cup. The surgeon needed to use another head (same reference and lot numbers) which had a normal mobility in the cup. Notes: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on (B)(6) 2013 (see CAPA(B)(4)), this complaint has been reported to FDA retrospectively.